Manufacturer narrative:
Upon receipt of the cuff and pump at our quality assurance laboratory, the device was thoroughly analyzed. The returned cuff and kink resistant tubing (krt) passed visual inspection. The cuff also passed leakage testing. The reported tubing damage cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) went to the hospital two weeks before the operation due to device not functioning properly. It was noted that there was a crack in the cuff connecting tube. The device was removed and replaced. No patient complications were reported.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) went to the hospital two weeks before the operation due to device not functioning properly. It was noted that there was a crack in the cuff connecting tube. A new cuff was placed, and no patient complications were reported.